Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer received a compromised force sensor system alarm during a prime. Customer's blood glucose was unknown. Troubleshooting did not occur because the customer was no longer on insulin pump therapy. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.